Manufacturer narrative:
(B)(4).

Event description:
The health care provider via a manufacturer representative reported that the setscrew of the implantable neurostimulator (ins) was blocked so the lead couldn¿t go in. The intervention taken to resolve the issue was use of another ins. The ins was never implanted and would be returned. This event did not involve a patient and the issue was resolved.